Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that leucovorin is a piggy back , so they manually programmed the primary line 61.5ml/hr @ 25ml and then scanned the leucovorin, scanned the pump. And hit the send button. Epic gave an error screen to either resend or manually program pump could not be confirmed by tech support. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that leucovorin is a piggy back , so they manually programmed the primary line 61.5ml/hr @ 25ml and then scanned the leucovorin, scanned the pump. And hit the send button. Epic gave an error screen to either resend or manually program pump. They hit the resend button again. They got a 2nd error to resend or manually program. They manually programmed pump and put the wrong values in. No issue occurred that reached the patient. There was patient involvement but no patient harm.